Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the light source exhibited no image. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: d10 (concomitant medical products and therapy dates) should be: video system center; date: 10/19/2024. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the investigation results, no image, could not be identified. Based on the facts obtained from the investigation, the phenomenon was reproduced on inspection by the repair department. Therefore, it is presumed that no image is displayed due to a failure of the ex-board. Printed circuit board failure. The root cause could not be identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿not applicable because there is no evidence obtained that the problem is caused by misuse of the user.¿ olympus will continue to monitor the field performance for this device.